Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the telescope and imaging window were kinked. The guidewire exit port was lifted, but the distal section of the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located at the distal end of the left anterior descending artery (lad). The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. However, once the ivus catheter reached the distal lad, it could not be withdrawn. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located at the distal end of the left anterior descending artery (lad). The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. However, once the ivus catheter reached the distal lad, it could not be withdrawn. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported.